Event description:
It was reported that this right atrial (ra) lead exhibited small noisy signals, undersenslng and farfield signals not oversensed. Technical services (ts) indicated that a header issue is not suspected rather than a ra lead issue. At this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).